Event description:
It was reported that the patient stopped breathing while connected to the ventilator. There are allegations that the ventilator malfunctioned. The details of the ventilator malfunction were not disclosed.